Manufacturer narrative:
Imp,tsv,3.7,11.5,mtx,mg ((B)(6) was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant and its components. The cap is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1233032. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233032) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4).

Event description:
It was reported that during surgery they find out that the implant box was empty. Surgery was completed using another implant. New implant placed. No surgical delay was reported, no patient impact. Tooth location not reported.